Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The night before the event, before going to sleep, the cgm reading was high. No symptoms were experienced at that moment and no fingerstick was taken. It is unknown if the patient self-treated based on the high cgm reading. During that night at an unknown moment the patient experienced loss of consciousness. The patient was found unresponsive by a friend who called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 26 mg/dl. The cgm reading was unknown at that moment. The patient was treated with intravenous glucose and fluids and was brought to the hospital. No further treatment was reported to be needed and after 5-6 hours the patient was discharged. At that moment the blood glucose reading was between 200 and 300 mg/dl. The patient felt better at that moment, but was still a bit tired, but it was understood that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.